Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6 was failed to close. A field service engineer (fse) inspected the enhanced full height drawer and found the latch assembly magnet had fallen out. Powered down the station, replaced the latch assembly with the updated version, and reassembled the drawer components. Powered the station back on and performed hardware testing, where drawer 6 passed all tests successfully. The customer was able to recover the storage base in the user application without any malfunctions or delays. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 6 was failed to close. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.